Event description:
The manufacturer received information alleging a "ventilator service alarm". A salesperson visited the site and replaced the device. There was no patient harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a "ventilator service alarm". A salesperson visited the site and replaced the device. There was no patient harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" e344 codes were found in the ventilator's downloaded error log. For all instances of e344, the error log indicates that the code was generated due to a fault with the oxygen blender module's o2 sensor. The o2 sensor is used to monitor the oxygen level inside the oxygen blending module. This type of failure would not affect the ability of the device to provide therapy to published specifications.